Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on(B)(6) 2010 that the pump alarm was heard but not confirmed by telemetry. The critical alarm was sounding every 30 minutes; the alarm was occurring over the last 5-6 days. The pt was asymptomatic and planned to see the hcp on (B)(6) 2010. The hcp indicated the pump contained prialt and hydromorphone. The pump was interrogated on (B)(6) 2010. The low and empty reservoir alarms occurred. The logs showed the pump was empty; in fact there was 6mls in the reservoir. As of that date, the pump should have had 6 mls in the reservoir. There was also a discrepancy in the event logs regarding the time of the last change to the pump programming. The logs from (B)(6) 2010, where the pump was programmed at the cleveland clinic, showed the new pump settings occurred (B)(6) 2010 at 09:02. The reservoir volume was 20 ml and the low reservoir alarm date was to occur (B)(6) 2010. The logs from (B)(6) 2010, where the pump was read at the "pcpm", showed the last change to the pump occurred (B)(6) 2010 at 08:02 (one hour earlier). The pt experienced no symptoms and the pt outcome was reported as "no injury."